Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed, the patient was treated with antibiotics (type not reported). The implanted device remains.